Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced a blood glucose(bg) of 300mg/dl with symptoms of nausea, and large ketones, associated with inaccurate delivery. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the basal delivery totals in the total daily dose did not match, the boluses in the bolus history matched, and all boluses were recorded as programmed. The variation in the basal delivery history was caused by the basal edit screen being accessed, and the customer making changes to the basal program as advised. The reporter did not indicate who had advised the pt to make the basal rate changes. The patient was referred to their healthcare provider for diabetes management. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error.